Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the clinic, the patient was hospitalised on (B)(6) 2020, due to the development of a lump at the implant site. The patient underwent a procedure on (B)(6) 2020, in order to drain fluid from and remove the haematoma. The patient was treated with intravenous antibiotics during their hospital stay until (B)(6) 2020, and was prescribed oral antibiotics on discharge. The implanted device remains.